Manufacturer narrative:
The covidien tech support engineer (tse) troubleshot this issue with the customer over the telephone. The tse recommended replacing the breath delivery unit (bdu) printed circuit board (pcb) . Although requested, there is no available info regarding the repair of this ventilator. (B)(4).

Event description:
It was reported by a customer in the USA that the 840 ventilator stopped cycling. There was no pt involvement.